Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance measurements on this left ventricular (lv) lead, which had been rising since implant, were high and out of range, triggering a lead safety switch. A boston scientific technical services (ts) discussed troubleshooting options and it was reported that the patient would be brought in for lead evaluation. No adverse patient effects were reported. This lead remains in service.